Event description:
Patient was revised to address pelvic pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
A late letter has been attached. This was inadvertently omitted when submitting the original emdr. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.